Manufacturer narrative:
Evaluation summary: product evaluation: the product was returned for analysis and damage was observed to the lens. Additional observations were as follows; lens returned in two pieces (cut) and wrapped in surgical gauze. The optic has scratches/marks-rejectable. The root cause for the reported complaint appears to be a coincidental event that was unrelated to product as complainant indicated in the returned questionnaire that the device did not cause/contribute to the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. (B)(4)

Event description:
Following intraocular lens (iol) implant surgery a surgeon reported explanting a lens.. Another lens was implanted.